Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. The cause of low bg was unknown. The customer was too weak to feed themselves and received third party assistance from their spouse, who provided and physically fed a peanut butter and jelly sandwich to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.